Manufacturer narrative:
Batch review performed on 22 august 2019. Lot 166780: (B)(4) items manufactured and released on 08-mar-2017. Expiration date: 2022-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a subsided stem. The surgeon revised the head and stem almost 9 months after primary. The surgery was completed successfully.